Event description:
It was reported that upon second inflation the balloon would not deflate. The balloon was removed inflated causing a vessel dissection. The pt then experienced respiratory problems and cardiac arrest, and was placed on a respirator and a balloon pump. A total of three stents were used to treat the dissection and complete the procedure. The pt's vital signs were stable when the pt left the cath lab. As of 2004, the pt was in stable condition and breathing on their own.